Event description:
It was reported that after collecting an unknown amount of blood, the tubing between the reservoir and the blood bag came off the reservoir. None of the collected blood was re-infused. The patient received a 400 ml blood transfusion from their own pre-donated blood.

Manufacturer narrative:
The device has been received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is completed.